Event description:
A month ago I decided to get rid of glasses and go for a lasik! As my surgeon promised 20/20 vision on the day after and that my eyes were highly qualified for surgery and with no risks or complication, to find myself 35 days after surgery experiencing starbursts, ghosting, dry eyes, loss of contrast sensitivity, eye sensitivity, and a red spot surrounding my cornea. The doctor keeps on telling me that it's fine and that it's gonna get better and it's making me anxious and depressed after I checked on the internet and saw many people having these "side effects" years after the surgery and that the doctor was lying to me. I mean I'm (B)(6) and if it wasn't religiously forbidden to commit suicide, I'd have done it knowing that ths is how I'm going to see the world for the rest of my life. Thus, I'm addressing you to do whatever is possible to ban this scam in order to prevent this horrible experience that I had to go through and I still am from happening to other individuals. P.s.: I'm from (B)(6), I've had the surgery in (B)(6) in"(B)(6)" and for any extra information contact me on: (B)(6).